Manufacturer narrative:
The product will not be returned for analysis because it was disposed of by the hospital staff. (B)(4).

Event description:
The customer reported that after transseptal procedure, the preface sheath and needle were removed from the femoral vein access site and it was noticed that the needle had penetrated the wall of the preface sheath approximately 3" from the distal tip. The customer didn't know when exactly it happened. At the time when the event occurred, no intervention and hospitalization were required. There were no complications from this procedure and the patient was fully recovered.

Manufacturer narrative:
(B)(4). The customer reported that after transseptal procedure, the preface sheath and needle were removed from the femoral vein access site and it was noticed that the needle had penetrated the wall of the preface sheath approximately 3" form the distal tip. Upon receipt, the vessel dilator was visually inspected and a perforation was observed on it at 6 cm from the distal end. No other visual damages or anomalies were observed. After further investigation it was noticed that the trajectory of the perforation was made from inside towards outside of the vessel dilator apparently by a sharp object. Also, the vessel was compared against the shape master dilator and it was found within specified tolerances. The device history record could not been reviewed since the lot # of this product was not provided when event reported. The exact cause of the perforation could not be determined. However, there are no indications that they could be related to the manufacturing process.